Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm without any low battery alarm. Customer reported that the battery cap was normal. This was not second occurrence of replace battery but the issue resolved by changing battery. The center button sometime respond or sometime did not respond. Customer reported there was response from button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify battery power loss anomaly due to buttons not responding.